Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer did not deliver enough insulin for the amount of carbohydrates consumed. Additionally customer had an extreme work load. Subsequently, customer went to urgent care and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. At the time of the report to tandem technical support, the customer was still hospitalized, however customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.